Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was in 180-249 mg/dl range. The customer continued to use the pump for insulin therapy.